Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the user employing "too much" tattoo ink in diagnosis - therefore, the ink could not be removed during reprocessing. Olympus will continue to monitor field performance for this device.

Event description:
Company representative reported the "chemical liquid remains in the channel". Doctor used too much tattoo ink and it would not come out from the channel. The issue found during reprocessing. There is no patient involvement on this reported event. No harm was reported, no user injury reported .

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation found dirty forceps channel. In addition, inspection of the forceps passage found scratches with peeling and stains. Service repair noted unable to determined what is causing stains. Additionally, deep scratched/dent observed on the distal end (d/e) plastic cover (cv). Big leak from the instrument channel was observed. Insertion tube (I/t) found cracked. Fluid found inside the I/t and once placed under aeration, the inside noted dry. Control body inspection found grip and scope cover (s-cover) with fluid and was dried after aeration, no corrosion was observed. Furthermore, inspection found code error e216, no image, unable to get data due to faulty printed circuit (pc) board. Additionally, the following defects were identified during device inspection: chip found on light guide (lg ) tube. Light guide prong, cover glass found loose. Insertion tube found with chemical damage, discoloration, scratches observed. Excessive play observed on control knob with heavy grinding noted. Cut noted on switch 1 (sw1), chip noted on switch 2 (sw2). Insulation test failed (low mohm), image check failed (bending/tilt is off by 20 degrees), insulation tube loose. Based on evaluation findings, fluid invasion inside the control body, insertion tube as well as stains inside forceps passage were observed. It is probable that the stains and fluid observed on the device was the chemical liquid customer claimed on the report that remained in the channel and the tattoo ink the user used that would not come out from the channel. The fluid was able to be removed and the inside of the control body was able to be dried after service repair placed the device under aeration. The customer reported issue could be confirmed. Investigation however, is ongoing. This report will be supplemented accordingly following investigation.